Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the pressure regulating balloon (prb) component needed to be downsized. The existing aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump, and prb. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.